Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) with dilation procedure performed in the stomach on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated but popped around 16.5 millimeters. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.